Event description:
It was reported that the system was explanted due to infection. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.